Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient called to get MRI compatibility and mentioned that they had a revision on (B)(6) because "it stopped working". They then explained the leads and ins were replaced on (B)(6) but referred to it as a revision during the call. Patient says the reason was that "sometime last year towards the end of the year they tried adjusting it a couple of times then they realized that the left side was not firing, only the right side was firing". The patient had already gotten into MRI safe mode during the call and it showed full body eligible.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial #: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 977c265, serial# (B)(6), was returned for analysis. Analysis identified that all conductors were broken; 14 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was explanted.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins). High impedance was observed, with impedance values for contacts 0, 2, and 8 greater than 40,000, contacts 1 and 3-7 greater than 20,000, and contacts 9-15 within the normal range. Troubleshooting steps included an impedance test and attempted reprogramming. The issue remains ongoing. Cause is not known.